Manufacturer narrative:
H3 other text : device not returned for investigation.

Event description:
The manufacturer became aware of an allegation of service required on a user's dreamstation auto CPAP. The user is also alleging that the device /power cord / power supply caught fire. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.